Manufacturer narrative:
The report of a sudden spike in blood sugar was confirmed in the pcu event log and based upon programming of the infusion rate. The pcu event log shows pump module s/n (B)(6) was in use and infusing an unidentified medication at a rate of 2.2ml/hr (programming occurred prior to the start of the received pcu event log. At 2:39 pm on (B)(6) 2021, the user changed the rate to 20ml/hr. The infusion an at this rate until 4:38 pm when the device was channeled off. The user then programmed an infusion of tpn (drugid 117) at a rate of 2.2ml/hr with a vtbi of 20ml. The infusion ran at this rate until 9:53 pm when the device was channeled off. The volume infused recorded during this period was 61.53ml, with 38.162ml delivered at 20ml/hr. A review of the device history record showed the device had a manufacture date of 12 january 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported a neonate stable on IV fluids of total parenteral nutrition (tpn), lipids, fentanyl drip with other intermittent medications being provided via alaris pumps (both large volume and syringe pumps in use). The infant had stable blood sugars earlier in the day then experienced a sudden spike to over 600. No new medications or fluids had been administered. No adjustments had been made to the devices. Unable to explain sudden spike in blood sugar. Baby required insulin administration and adjustments to IV fluids to correct the spike. Baby seemed to be stabilized.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient was an infant. Although requested, patient information was not provided. No device received-log review only.

Event description:
It was reported a neonate stable on IV fluids of total parenteral nutrition (tpn), lipids, fentanyl drip with other intermittent meds being provided via alaris pumps (both large volume and syringe pumps in use). Infant had stable blood sugars earlier in day then experienced a sudden spike to over 600. No new medications or fluids had been administered. No adjustments had been made to pumps. Unable to explain sudden spike in blood sugar. Baby required insulin administration and adjustments to IV fluids to correct the spike. Baby seems to be stabilized.